Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal distension ("bloating"), mood swings ("mood swings"), vomiting ("vomiting"), diarrhoea ("diarrhea"), thrombosis ("blood clot"), pruritus ("itching"), alopecia ("hair loss"), influenza like illness ("flu like symptoms") and dizziness ("dizziness") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, back pain, abdominal distension, weight decreased, mood swings, vomiting, diarrhoea, thrombosis, pruritus, alopecia, influenza like illness and dizziness outcome was unknown. The reporter considered abdominal distension, alopecia, back pain, diarrhoea, dizziness, influenza like illness, mood swings, pelvic pain, pruritus, thrombosis, vomiting and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal. Most recent follow-up information incorporated above includes: on 20-apr-2020: this case will be deleted from bayer database. Nullification reason: the country of incidence was identified as great britain upon review of social media received on 23-mar-2020. New case was created (B)(4) and all relevant information was transferred to the new case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal distension ("bloating"), mood swings ("mood swings"), vomiting ("vomiting"), diarrhoea ("diarrhea"), thrombosis ("blood clot"), pruritus ("itching"), alopecia ("hair loss"), influenza like illness ("flu like symptoms") and dizziness ("dizziness") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterecomy). Essure was removed. At the time of the report, the pelvic pain, back pain, abdominal distension, weight decreased, mood swings, vomiting, diarrhoea, thrombosis, pruritus, alopecia, influenza like illness and dizziness outcome was unknown. The reporter considered abdominal distension, alopecia, back pain, diarrhoea, dizziness, influenza like illness, mood swings, pelvic pain, pruritus, thrombosis, vomiting and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu1 &2 process together. On 20-mar-2020: fu1 &2 process together. On 23-mar-2020: social media content received: reporter added. Fu 1, 2 and 3 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('what did your pathology report show?') In a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.